Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date (which is indicated as "other" under section h3 code). Additional information will be submitted within 30 days of receipt.

Event description:
During prep, after the needle was actuated, the needle of the cto catheter would not retract back into the catheter. The product was properly prepped and inspected prior to use. The catheter was straight with, no slack during preparation. The physician had no difficulty actuating the needle. It is unknown if the physician attempted to advance a guidewire through the cto catheter. The physician did have some experience using the device. The technician had minimal experience. The sales rep was not present at the procedure. The product was not used in the patient. Another outback catheter was used to successfully complete the procedure. There was no reported injury to the patient.